Event description:
Vaginal speculums once inserted in the pt and locked in place, cannot be released. The locking mechanism becomes stuck, preventing the providers from releasing the locking mechanism to remove the speculum after the procedure is completed. It has taken up to five mins just to release the locking mechanism on the speculum, causing the pt unnecessary discomfort and anxiety.